Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter, charging pad, and cable. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer was able to successfully charge the pump using a secondary wall power adapter, charging pad, and cable.